Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered pump stop during impella cp support. After around a month of pump support, the pump suddenly stopped. The medical team did not know the cause of the pump stop. Recommendations were given, including to removed or exchange the pump, and restart of the pump was not possible. No further information is noted on the case.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pump stop: the cause of the pump stop could not be determined due to insufficient clinical details, and lack of product or data logs returned. Device history review: the device passed all post sterile inspection checks.